Event description:
An asc director reported an intraocular lens (iol) was removed due to the haptic being stuck to the optic of the iol. During the removal of the iol, a capsular bag tear occurred. A vitrectomy was performed. The surgeon reported the patient has had two yag laser procedures to remove vitreal strands. In a follow up, the surgeon reported the use of a viscoelastic and handpiece that are not approved for use with this iol. Additionally, the surgeon reported the patient is aphakic at this time and a possible secondary iol implant surgery would be scheduled at a later date.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken or torn in the gusset area. The remaining haptic was bent in the gusset and distal region. The optic was torn or split from the optic edge through the central optic zone with a cut-like appearance. The customer later indicated that an unknown monarch cartridge, a white star handpiece, and healon/healon d were used with the implant attempt. Healon/healon d and white star are not approved for use with the reported lens model and the monarch iol delivery system cartridge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/12/2009, 06/15/2009, and 07/06/2009 by phone, fax and mail. A completed questionnaire was received on 06/18/2009.